Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the extremely tortuous and calcified mid to distal right coronary artery (rca). The lesion was predilated with a 3.0x15mm apex balloon and then 3.00x16mm taxus express2 drug eluting stent (des) was implanted in the distal rca and then another 3.00x16mm taxus express2 des was implanted in the mid to distal rca. The 3.00x28mm taxus express2 des was then advanced to the mid rca, but the balloon on the stent delivery system (sds) was ruptured at 6atms on the first inflation after 5-6 seconds. The physician attempted to remove the device, but was having withdrawal difficulties. The physician tried to pull the device several times and finally, it was withdrawn, but it was noticed on angiographic photographs that the des contracted from 28mm to 20mm. The lesion was dilated again with a 1.5x12mm, 2.0x15mm, and 2.25x15mm apex balloon. The procedure was completed with a different device with no patient complications reported. The patient's current condition is listed as "good."

Manufacturer narrative:
Following a device analysis, it was noted that the condition of the returned unit was consistent with the complaint incident. A visual and microscopic examination found that the relevant stent was not returned as same was deployed during the procedure and the stent was implanted. The returned device was connected to an inflation unit. The inflation device was pressurized to 12 atmospheres (atm) and two balloon pinholes were identified. The midshaft was kinked and stretched throughout and the midshaft was measured at approximately 23.2cm. The expected overall length of the midshaft was 130mm +/- 1mm. There were kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The tip section of the device was visually and microscopically examined and no issues were noted with the profile that could have potentially contributed to the complaint incident. A review of the manufacturing documentation found that the device met its material, assembly and product specifications. The most probable root cause of this complaint can be attributed to operational context.